Event description:
The caller reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, including an attempt to charge it for at least 30 minutes. The issue persisted even with different adapters and cables, and the pump would only charge with a mobile power bank. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.